Manufacturer narrative:
(B)(4). Device eval: the device run data file (rdf) was analyzed and shows that the operator changed the donor's weight seven times until achieving a tbv that would allow the double red cell procedure. The final tbv in the rdf was 4563 mls. Investigation: the customer has configured their equipment to allow double red cell collections at 4.5 l. The rdf analysis reveals that the operator changed the donor's weight info seven times until they were at a tbv high enough to collect a double red cell product. This is a confirmed operator error. A review of the DHR for this unit showed no irregularities during MFR that were relevant to this issue. The device operated as intended. Root cause: operator error. Corrective/preventive action: the customer received the rdf analysis along with some re-training about running procedures using the correct donor info. A report of operator error trends is distributed quarterly to the sales and implementation teams to determine the needs for targeted training opportunities.

Event description:
A customer called to have the device run data file investigated as they were concerned that they were able to run a double red blood cell collection procedure on a donor with a tbv of 4263 ml. Their device is configured to not allow a double red blood cell collection procedure with a tbv less than 4500 ml. The procedure was completed with no issues. There was no medical intervention performed in this incident. The incident occurred on (B)(6) 2011, but was not discovered by the site until (B)(6) 2011. A pt identifier was not provided.